Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to inappropriate electric shocks. Isometric testing was performed and the noise was reproduced. It was suspected electrode fracture in the pocket area. In addition, there was concerns of premature battery depletion (pbd). Troubleshooting options were discussed and recommended including assess an x-ray. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did extending into the electrode insulation. An x-ray of the electrode confirmed the fractured sense a and sense b conductors between approximately 95 to 113mm from the terminal pin. The damage noted on this lead is consistent with twiddler syndrome.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to inappropriate electric shocks. Isometric testing was performed and the noise was reproduced. It was suspected electrode fracture in the pocket area. In addition, there was concerns of premature battery depletion (pbd). Troubleshooting options were discussed and recommended including assess an x-ray. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to inappropriate electric shocks. Isometric testing was performed and the noise was reproduced. It was suspected electrode fracture in the pocket area. In addition, there was concerns of premature battery depletion (pbd). Troubleshooting options were discussed and recommended including assess an x-ray. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.